Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bearing cage had fully slipped into the back of the rail, causing the rail to crash against the bearing cage when attempted to shut the drawer. A field service engineer (fse) replaced the broken rail to resolve the issue and tested the drawer in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer failed to close, rail was bent and falling apart. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.